Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding - menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems - vag. Discharge"), fatigue ("other injuries/symptoms - fatigue, headaches"), headache ("other injuries/symptoms - fatigue, headaches") and weight fluctuation ("other - weight fluctuations"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, fatigue, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- menorrhagia, vaginal discharge, dysmenorrhea, dyspareunia, abdominal pain, pelvic pain, fatigue, headaches, weight fluctuations. Date of removal and patients dob were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.